Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (1.5 mg at 0.50792 mg/day), compounded baclofen (500 mcg at 169.30802 mcg/day) and bupivacaine (30 mg at 10.15848 mg/day) via an implantable pump. It was reported the patient contacted the clinic and reported worsening extremity pain, beginning on (B)(6) 2020, that does not improve with ptm activations. The patient reported diarrhea but no other symptoms of withdrawal. The plan was for cap dye study. On (B)(6) 2020, a cap dye study revealed the catheter was intact and functioning but it had slightly migrated from t8 to t7. The worsening pain extremity pain was not related to the device, implant, or therapy. It was indicated the event was related to the device or therapy. No actions were taken and the issue was unresolved with no further action planned.